Event description:
It was reported that the device reached end of life status early. The device was explanted and replaced. The patient status was listed as good. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. It was determined that the device had normal battery depletion and met expected longevity.